Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was severely calcified and in a tortuous distal right coronary artery (rca). The lesion was predilated with a 2.5x12mm maverick balloon. After predilation the physician attempted to reach the lesion with a taxus express2 3.5x8mm drug eluting stent. However, the taxus stent was unable to cross the lesion. The physician then attempted to push harder on the stent delivery system (sds) until he gave up. Upon withdrawal the sds shaft fractured on the guidewire. The fractured catheter was removed from the patient's body without any complications. The procedure was successfully completed with a cypher stent. No patient complications or injuries were reported. Patient status is reported as "fine".